Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
During removal of a stealth 360 peripheral orbital atherectomy device (oad), following treatment of a heavily calcified, mildly tortuous popliteal artery, biological tissue was observed on the crown of the device. Angiographic imaging confirmed a non-flow limiting dissection. The procedure was completed with balloon angioplasty followed by stent placement to treat the dissection area. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient vascular dissection, device contaminated at the user facility, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported patient vascular dissection, device contaminated at the user facility, and unexpected medical intervention are related to the patient disease severity and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During removal of a stealth 360 peripheral orbital atherectomy device (oad), following treatment of a heavily calcified, mildly tortuous popliteal artery, biological tissue was observed on the crown of the device. Angiographic imaging confirmed a non-flow limiting dissection. The procedure was completed with balloon angioplasty followed by stent placement to treat the dissection area. The patient was stable.